Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. The as received component was visually inspected for signs of damage. The tibial insert showed signs of wear related damage to the articulating surface. The post was fractured near the posterior toe and two different white colored regions were observed on the fracture surfaces. Signs of deformation were observed on the anterior, posterior, medial, and lateral regions of the insert post. No material or manufacturing defects were observed in the course of this investigation. The clinical/medical investigation concluded that this case reports a revision surgery was performed due to a broken post. Per email communication, the requested surgical reports and x-rays are not available. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed, the post of a gii ps insert sz 5-6 11mm broke. A revision surgery was performed to exchange the insert. The patient outcome is unknown.